Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose, insulin pump was not working and the motor arm cannot communicate with the main arm. The customer¿s blood glucose level was 424 mg/dl. Customer stated that insulin pump had replace battery alarm with low battery alarm. Customer state this is the second occurrence of replace battery now with a low battery warning. Customer was able to clear the alarm and able to rewind the insulin pump. Customer was performed self test and it was passed. The insulin pump will not be returned for analysis.